Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual discomfort ("complications from menstruation") and pelvic infection ("infections") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual discomfort (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia. The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the menstrual discomfort and pelvic infection outcome was unknown. The reporter considered menstrual discomfort and pelvic infection to be related to essure. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes complications from menstruation (seen as menstrual discomfort) and infections (interpreted as pelvic infection). Both events are serious due to medical significance and anticipated in the reference safety information for essure. Pain and discomfort of varying intensity and length of time may occur and persist following essure placement, and they may be more likely during menstrual period. Thus, considering the event's nature, the causality between menstrual discomfort and essure cannot be excluded. As regarding pelvic infection, it is known that all hysteroscopic procedures, micro-insert placement may cause an infection. In this particular case, the consumer experienced menstrual discomfort and pelvic infections during essure's use and due both events a total vaginal hysterectomy was performed. Considering essure's localization in pelvic area, this event was assessed as related to essure. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal vaginal bleeding"), menstrual discomfort ("complications from menstruation"), menorrhagia ("menorrhagia"), nephrectomy ("injuries or complication: kidney removed") and oophoritis ("infection(other): in left ovary") in a 37-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2006), cesarean section, penicillin allergy, abortion, allergic reaction to analgesics and fibroids. Concurrent conditions included overweight, flank pain, renal pain, renal cyst nos, dysfunctional uterine bleeding, renal calculus, latex allergy and uterine leiomyoma. Family history included brain neoplasm, type I diabetes mellitus, type ii diabetes mellitus, death, hernia and throat cancer. Concomitant products included gastrografin and paracetamol (parantal). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, 4 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced oophoritis (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), female sexual dysfunction ("apareunia") and fatigue ("fatigue"). On (B)(6) 2012, the patient underwent nephrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia, dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain lower ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy), surgery (total abdominal hysterectomy), surgery (total abdominal hysterectomy.), surgery (total abdominal hysterectomy.), surgery (total vaginal hysterectomy), surgery (total abdominal hysterectomy.) And surgery (oophorectomy(one side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, genital haemorrhage, menstrual discomfort, menorrhagia, nephrectomy, oophoritis, cystitis, hormone level abnormal, urinary tract infection, vaginal infection, migraine, headache, vaginal discharge, weight increased, abdominal pain lower, female sexual dysfunction and fatigue had resolved and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain lower, cystitis, dysfunctional uterine bleeding, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual discomfort, migraine, nephrectomy, oophoritis, pelvic infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Ultrasound scan vagina - on an unknown date: the uterus measures 9.3 x 5.4 x 5.1 cm. She underwent essure confirmation test. (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound on (B)(6) 2012,CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellow/pink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two white/tan and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming menorrhagia, abdominal pain,pelvic pain abnormal bleeding as dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Reporter information. Event: fatigue was newly added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal vaginal bleeding"), menstrual discomfort ("complications from menstruation"), menorrhagia ("menorrhagia"), nephrectomy ("injuries or complication: kidney removed") and oophoritis ("infection(other): in left ovary") in a 34-year-old female patient who had essure (batch no: 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (on (B)(6) 1995, on (B)(6) 1998, on (B)(6) 2006), cesarean section, penicillin allergy, abortion, allergic reaction to analgesics and fibroids. Concurrent conditions included overweight, flank pain, renal pain, renal cyst nos, dysfunctional uterine bleeding, renal calculus, latex allergy and uterine leiomyoma. Family history included brain neoplasm, type I diabetes mellitus, type ii diabetes mellitus, death, hernia and throat cancer. Concomitant products included gastrografin and paracetamol (parantal). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 11 months 21 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced oophoritis (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient underwent nephrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia, dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain lower ("abdominal pain lower") and abdominal pain ("pain-abdominal area"). The patient was treated with surgery (total vaginal hysterectomy), surgery (total abdominal hysterectomy) and surgery (oophorectomy(one side removal of ovary). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, genital haemorrhage, menstrual discomfort, menorrhagia, nephrectomy, oophoritis, cystitis, hormone level abnormal, urinary tract infection, vaginal infection, migraine, headache, vaginal discharge, weight increased, abdominal pain lower, female sexual dysfunction and fatigue had resolved, the vaginal haemorrhage had not resolved and the depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysfunctional uterine bleeding, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual discomfort, migraine, nephrectomy, oophoritis, pelvic infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Ultrasound scan vagina: on an unknown date: the uterus measures 9.3 x 5.4 x 5.1 cm. She underwent essure confirmation test. On (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound. On (B)(6) 2012,CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellowpink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two "white tan" and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming menorrhagia, abdominal pain,pelvic pain abnormal bleeding as dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received event " psychological or psychiatric problems condition: depression and mental anguish" ,pain abdominal area were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal vaginal bleeding"), menstrual discomfort ("complications from menstruation"), menorrhagia ("menorrhagia"), nephrectomy ("injuries or complication: kidney removed") and oophoritis ("infection(other): in left ovary") in a 37-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2006), cesarean section, penicillin allergy, abortion, allergic reaction to analgesics and fibroids. *she underwent essure confirmation test. (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound. On (B)(6) 2012,CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellowpink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two whitetan and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concurrent conditions included overweight, flank pain, renal pain, renal cyst nos, dysfunctional uterine bleeding, renal calculus, latex allergy and uterine leiomyoma. Family history included brain neoplasm, type I diabetes mellitus, type ii diabetes mellitus, death nos, hernia and throat cancer. Concomitant products included meglumine amidotrizoate;sodium amidotrizoate (gastrografin) and paracetamol (parantal). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 11 months 22 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain lower ("abdominal pain lower"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2009, the patient experienced oophoritis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient underwent nephrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia, dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain ("pain-abdominal area"). The patient was treated with surgery (oophorectomy(one side removal of ovary), total abdominal hysterectomy, total vaginal hysterectomy and total abdominal hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, genital haemorrhage, menstrual discomfort, menorrhagia, nephrectomy, oophoritis, cystitis, hormone level abnormal, urinary tract infection, vaginal infection, migraine, headache, vaginal discharge, weight increased, abdominal pain lower, female sexual dysfunction and fatigue had resolved, the vaginal haemorrhage had not resolved and the depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysfunctional uterine bleeding, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual discomfort, migraine, nephrectomy, oophoritis, pelvic infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure removal procedure. Discrepancy noted in essure removal, as per current follow up essure removal was not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Ultrasound scan vagina - on an unknown date: results: the uterus measures 9.3 x 5.4 x 5.1 cm.. She underwent essure confirmation test. (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound on (B)(6) 2012,CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellowpink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two whitetan and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming menorrhagia, abdominal pain,pelvic pain abnormal bleeding as dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received new event was added- essure confirmation test(s) conducted- no. Event onset date added. Pelvic pain severity was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infections'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), genital haemorrhage ('abnormal bleeding general'), vaginal haemorrhage ('abnormal vaginal bleeding'), menstrual discomfort ('complications from menstruation'), menorrhagia ('menorrhagia'), nephrectomy ('injuries or complication: kidney removed') and oophoritis ('infection(other): in left ovary') in a 37-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included multigravida, parity 3 (B)(6) 1995, (B)(6) 1998, (B)(6) 2006), cesarean section, penicillin allergy, abortion, allergic reaction to analgesics and fibroids. She underwent essure confirmation test. Concurrent conditions included overweight, flank pain, renal pain, renal cyst nos, dysfunctional uterine bleeding, renal calculus, latex allergy and uterine leiomyoma. Family history included brain neoplasm, type I diabetes mellitus, type ii diabetes mellitus, death nos, hernia and throat cancer. Concomitant products included meglumine amidotrizoate;sodium amidotrizoate (gastrografin) and paracetamol (parantal). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 11 months 22 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain lower ("abdominal pain lower"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2009, the patient experienced oophoritis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient underwent nephrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia, dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain ("pain-abdominal area") and post procedural complication ("post removal complications"). The patient was treated with surgery (oophorectomy(one side removal of ovary), total abdominal hysterectomy, total vaginal hysterectomy and total abdominal hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, genital haemorrhage, menstrual discomfort, menorrhagia, nephrectomy, oophoritis, cystitis, hormone level abnormal, urinary tract infection, vaginal infection, migraine, headache, vaginal discharge, weight increased, abdominal pain lower, female sexual dysfunction, fatigue and abdominal pain had resolved, the vaginal haemorrhage had not resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysfunctional uterine bleeding, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual discomfort, migraine, nephrectomy, oophoritis, pelvic infection, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure removal procedure. Discrepancy noted in essure removal, as per current follow up essure removal was not done. She was treated for following events" pelvic pain, abdominal pain, genital bleeding and menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan vagina - on an unknown date: results: the uterus measures 9.3 x 5.4 x 5.1 cm.. She underwent essure confirmation test. (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound on (B)(6) 2012,CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellowpink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two whitetan and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming menorrhagia, abdominal pain,pelvic pain abnormal bleeding as dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event "post procedural complication¿ was added. Event¿ abdominal pain¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infections'), abnormal uterine bleeding ('dysfunctional uterine bleeding'), pelvic inflammatory disease ('pelvic inflammatory disease.'), genital haemorrhage ('abnormal bleeding general'), vaginal haemorrhage ('abnormal vaginal bleeding'), menstrual discomfort ('complications from menstruation'), heavy menstrual bleeding ('menorrhagia'), nephrectomy ('injuries or complication: kidney removed') and oophoritis ('infection(other): in left ovary') in a 37-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2006), cesarean section, penicillin allergy, abortion, allergic reaction to analgesics and fibroids. She underwent essure confirmation test. (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound on (B)(6) 2012, CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellowpink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two whitetan and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concurrent conditions included overweight, flank pain, renal pain, renal cyst nos, dysfunctional uterine bleeding, renal calculus, latex allergy and uterine leiomyoma. Family history included brain neoplasm, type I diabetes mellitus, type ii diabetes mellitus, death nos, hernia and throat cancer. Concomitant products included meglumine amidotrizoate;sodium amidotrizoate (gastrografin) and paracetamol (parantal). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 11 months 22 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain lower ("abdominal pain lower"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2009, the patient experienced oophoritis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient underwent nephrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia, abnormal uterine bleeding (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain ("pain-abdominal area") and post procedural complication ("post removal complications"). The patient was treated with surgery (oophorectomy(one side removal of ovary), total abdominal hysterectomy, total vaginal hysterectomy and total abdominal hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, abnormal uterine bleeding, genital haemorrhage, menstrual discomfort, heavy menstrual bleeding, nephrectomy, oophoritis, cystitis, hormone level abnormal, urinary tract infection, vaginal infection, migraine, headache, vaginal discharge, weight increased, abdominal pain lower, female sexual dysfunction, fatigue and abdominal pain had resolved, the pelvic inflammatory disease, depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, anxiety, cystitis, depression, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, menstrual discomfort, migraine, nephrectomy, oophoritis, pelvic infection, pelvic inflammatory disease, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure removal procedure. Discrepancy noted in essure removal, as per current follow up essure removal was not done. She was treated for following events" pelvic pain, abdominal pain, genital bleeding and menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan vagina: on an unknown date: results: the uterus measures 9.3 x 5.4 x 5.1 cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming menorrhagia, abdominal pain,pelvic pain abnormal bleeding as dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received: newly added events- pelvic inflammatory disease, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infections'), abnormal uterine bleeding ('dysfunctional uterine bleeding'), pelvic inflammatory disease ('pelvic inflammatory disease.'), genital haemorrhage ('abnormal bleeding general'), vaginal haemorrhage ('abnormal vaginal bleeding'), menstrual discomfort ('complications from menstruation'), heavy menstrual bleeding ('menorrhagia'), nephrectomy ('injuries or complication: kidney removed') and oophoritis ('infection(other): in left ovary') in a 37-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2006), cesarean section, penicillin allergy, abortion, allergic reaction to analgesics and fibroids. She underwent essure confirmation test. (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound. On (B)(6) 2012,CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellowpink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two whitetan and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concurrent conditions included overweight, flank pain, renal pain, renal cyst nos, dysfunctional uterine bleeding, renal calculus, latex allergy and uterine leiomyoma. Family history included brain neoplasm, type I diabetes mellitus, type ii diabetes mellitus, death nos, hernia and throat cancer. Concomitant products included meglumine amidotrizoate;sodium amidotrizoate (gastrografin) and paracetamol (parantal). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 11 months 22 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain lower ("abdominal pain lower"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2009, the patient experienced oophoritis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient underwent nephrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia, abnormal uterine bleeding (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain ("pain-abdominal area") and post procedural complication ("post removal complications"). The patient was treated with surgery (oophorectomy(one side removal of ovary), total abdominal hysterectomy, total vaginal hysterectomy and total abdominal hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, abnormal uterine bleeding, genital haemorrhage, menstrual discomfort, heavy menstrual bleeding, nephrectomy, oophoritis, cystitis, hormone level abnormal, urinary tract infection, vaginal infection, migraine, headache, vaginal discharge, weight increased, abdominal pain lower, female sexual dysfunction, fatigue and abdominal pain had resolved, the pelvic inflammatory disease, depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, anxiety, cystitis, depression, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, menstrual discomfort, migraine, nephrectomy, oophoritis, pelvic infection, pelvic inflammatory disease, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure removal procedure. Discrepancy noted in essure removal, as per current follow up essure removal was not done. She was treated for following events" pelvic pain, abdominal pain, genital bleeding and menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan vagina - on an unknown date: results: the uterus measures 9.3 x 5.4 x 5.1 cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming menorrhagia, abdominal pain,pelvic pain abnormal bleeding as dysfunctional uterine bleeding. Lot number: 624840 manufacturing date: 2007-07 expiration date: 2009-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal vaginal bleeding"), menstrual discomfort ("complications from menstruation"), menorrhagia ("menorrhagia"), nephrectomy ("injuries or complication: kidney removed") and oophoritis ("infection(other): in left ovary") in a 37-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2006), cesarean section, penicillin allergy, abortion, allergic reaction to analgesics and fibroids. Concurrent conditions included overweight, flank pain, renal pain, cyst of kidney, dysfunctional uterine bleeding, renal calculus, latex allergy and uterine leiomyoma. Family history included brain neoplasm, type I diabetes mellitus, type ii diabetes mellitus, death, hernia and throat cancer. Concomitant products included gastrografin and paracetamol (parantal). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 4 years 4 months after insertion of essure, the patient underwent nephrectomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia, dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort (seriousness criteria medically significant and intervention required), oophoritis (seriousness criterion medically significant), cystitis ("bladder infection"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain lower ("abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total vaginal hysterectomy), surgery (total abdominal hysterectomy), surgery (total abdominal hysterectomy.), surgery (total abdominal hysterectomy.), surgery (total vaginal hysterectomy), surgery (total abdominal hysterectomy.) And surgery (oophorectomy(one side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, genital haemorrhage, menstrual discomfort, nephrectomy, hormone level abnormal and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, menorrhagia, oophoritis, cystitis, urinary tract infection, vaginal infection, migraine, headache, vaginal discharge, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, cystitis, dysfunctional uterine bleeding, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual discomfort, migraine, nephrectomy, oophoritis, pelvic infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Ultrasound scan vagina - on an unknown date: the uterus measures 9.3 x 5.4 x 5.1 cm. She underwent essure confirmation test. (B)(6) 2011, us pelvic transvaginal non ob was negative pelvic ultrasound. On (B)(6) 2012,CT scan of the abdomen and pelvis showed long-standing dystrophic change/atrophy of the right kidney is noted no abnormal calcifications are seen in the left kidney, left ureter or bladder physician cannot definitively identify a right ureter. On (B)(6) 2012, renal scintigraphy done which showed the right kidney is nonfunctioning. The gfr in right kidney is 3.9 cc which probably is background activity rather than activity in right kidney. The gfr in left kidney is well within normal limits. On (B)(6) 2012, pathology report received,the specimen received in formalin is labelled with the patients name and "uterus" consists of a hysterectomy specimen without bixral fallopian tubes and ovaries. The specimen weighs 100 grams and measures 9 cm from cervix to uterine body, 5 cm from cornu to cornu and 4 cm in anterior/posterior dimension. The cervix measures 3.2 cm in length and 3 cm in diameter. The ectocervix is yellow-pink and smooth. The cervical os measures o.b cm in greatest dimension the endocervical canal is yellowpink, reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.8 x 2.8 x 3.5 cm. The endometrium is about 3 mm thick. Serial sectioning through the myometrium shows two whitetan and round masses consistent with leiomyomas the leiomyomas measure 0 5 cm and 0 7 cm in greatest dimension. Representative sections are submitted in cassettes labelled "a"-cervix, anterior/posterior, "b"-"d"-endo and myometrium w/leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming menorrhagia, abdominal pain,pelvic pain abnormal bleeding as dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Plaintiff´s medical history, concurrent condition and concomitant medication were provided. The event abnormal bleeding general, hormonal changes, bladder infection, urinary tract infection, vaginal infection, ovarian infection, migraines, headaches, vaginal discharge, weight gain, kidney removal, abnormal vaginal bleeding, menorrhagia, abdominal pain, apareunia added. Event outcome was added as not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual discomfort ("complications from menstruation") and pelvic infection ("infections") in a female patient who received essure for contraception. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced menstrual discomfort (seriousness criteria medically significant and clinically significant/intervention required) and pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and dyspareunia. The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2012). Essure was withdrawn. At the time of the report, the menstrual discomfort and pelvic infection outcome was unknown. The reporter considered menstrual discomfort and pelvic infection to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes complications from menstruation (seen as menstrual discomfort) and infections (interpreted as pelvic infection). Both events are serious due to medical significance and anticipated in the reference safety information for essure. Pain and discomfort of varying intensity and length of time may occur and persist following essure placement, and they may be more likely during menstrual period. Thus, considering the event's nature, the causality between menstrual discomfort and essure cannot be excluded. As regarding pelvic infection, it is known that all hysteroscopic procedures, micro-insert placement may cause an infection. In this particular case, the consumer experienced menstrual discomfort and pelvic infections during essure's use and due both events a total vaginal hysterectomy was performed. Considering essure's localization in pelvic area, this event was assessed as related to essure. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.